Event description:
It was reported that the patient was having a loss of stimulation due to lead migration. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month post implant.